Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was noted to be unresponsive and stopped all insulin delivery. It was noted that the customer lives in a hot and humid environment, however no alerts or alarms were observed on the pump prior to the issue. The customer's blood glucose level was 175 (mg/dl). It was indicated that the customer would use manual injections as alternate insulin therapy.